Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had not experienced improvement since implant, which was a day prior to the report. It was stated that patient tried to adjust the previous night, however they were not sure what they did. It was stated that the patient wasn't able to connect to the therapy screen the previous night and the patient services specialist (pss) explained that if the patient didn't get to the therapy screen then no changes were made. The pss reviewed basic functionality and once the caller placed patient programmer (pp) over ins site instead of lead site, they were able to connect immediately. It was confirmed that stimulation was on and increased setting a little. Pss reviewed therapy expectations, general programming direction, information about stimulation sensation and recommendation to track results soas to review them at the patient's follow-up appointment on (B)(6)2017. The change in therapy/symptoms was considered to be sudden. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.